Manufacturer narrative:
(B)(4). Asp complaint ref # (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 19 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was released and used on a patient. Instrument used on patient included an angled camera. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators in which load is released without reprocessing.

Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Thirty-two (32) retains product bi samples were submitted for functional evaluation per (B)(4). Functional specification was met with 0+/32 bis.

Manufacturer narrative:
Patient identifier correction from na to unk. Patient codes correction from 2199 to 2692. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. Trending analysis by lot number was reviewed from 05/05/2017 to 08/02/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Visual analysis was not performed as the suspect bi was not available for return. An issue with the concomitant sterrad® 100s is unlikely since the cycle passed and the ci disc changed color correctly. Additionally, the subsequent bis were negative for growth. There is insufficient information to determine an assignable cause. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains testing met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and review of lot trending for suspect positive bi did not reveal a significant trend. The suspect complaint bi was not returned for evaluation. It was noted, however, the customer was using aged and worn trays as observed by an asp clinical education consultant (cec), and the cec recommended they replace their aged and worn trays. This likely may have contributed to this event. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).